Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor and fs libre sensor kits were reviewed and the dhrs showed the fs libre sensor and fs libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to "scan again in 10 mins" message displayed while wearing the adc freestyle libre 2 sensor. Customer further reported he experienced loss of consciousness and a doctor was called who diagnosed him with hypoglycemia. Customer was treated with infusion and sugar solution. There was no report of death or permanent impairment associated with this event.